Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a small grey piece of material was noticed in the patient. The fragment was removed during the same procedure. After undocking the robot, all universal seals were inspected. One universal seal was missing a piece that matched the material that was retrieved. All other seals were intact. No harm was done to the patient. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The piece of material was noticed inside of the patient. The fragment was removed immediately with a grasper instrument through the assistant port. The universal seal was used for about 30 minutes to an hour when the issue occurred. There were no functional issues with the seal. There was no collusion with any other instruments or hard materials. Instruments were exchanged a few times through the universal seal during the procedure. The instruments' wrists were always straightened and no resistance felt. Upon final removal of the instrument, the wrist was straightened. There was no resistance felt upon removal of the instrument through the cannula. There was no damage to the cannula, or the instruments noted. No additional surgical procedure was required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completely robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complication. There are no photographic images of the device or the video recording of the procedure not available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the universal seal to perform failure analysis. The universal seal was analyzed and found to have tearing at the duckbill. The tears were not axially aligned with the seal and measured from 0.102" to 0.123" in length. There were no signs of thermal damage present at the end of any tears.